Event description:
A customer contacted baxter's technical service center to report receiving a low drain volume (ldv) alarm on the homechoice (hc) during the initial drain. The home patient (hp) had bypassed the initial drain and cycle 3. The total ultrafiltration (uf) was -1934ml. The hp had a -3831ml cycle 3 uf. The fill volume (fv) was 2000ml. Hp ended therapy and did manual bag drain. The patient's ultrafiltration reading was -3831ml indicating the patient drained -3831ml more than their programmed fill volume of 2500ml. The total drain reported was drain volume 3832 ml which meets increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) explained she should not be bypassing because it could cause problems. A swap of the device was initiated. On (B)(6) 2010, product surveillance followed up with the nurse who indicated that the largest prescribed fill volume (lpfv) is 2500ml. The nurse also stated that she instructed the hp not to bypass. The nurse confirmed there was no patient injury or medical intervention associated with this report and the hp is continuing with therapy. No allegations were made against the device.

Manufacturer narrative:
(B)(4). The device has been received for evaluation and a follow-up report will be submitted upon completion of evaluation.